Event description:
The physician used an assurant cobalt over the wire (otw) peripheral stent to treat left common iliac artery which exhibited 80-90% stenosis, moderate tortuosity and severe calcification. The procedure involved angioplasty and stenting. The lesion was pre-dilated with a balloon and then the assurant cobalt stent passed across lesion. The device was inflated to nominal pressure. Stent deployed with no issues reported. Post stent deployment, the physician attempted to deflate the balloon using inflation device but to no avail. Negative was pulled back several time on inflation device but nothing came back. The balloon was then inflated to rated burst pressure and another attempt to deflate balloon was made but this failed. The physician decided to take the balloon past rated burst pressure at which stage the balloon burst and the delivery device was able to be removed. It was reported that the patient was stab le post procedure. No clinical sequelae were reported. Device evaluation: the device was received for evaluation. The stent had been deployed in the patient. There was a longitudinal tear measuring 5.5cm along the balloon working length. The device failed negative prep and did not inflate when pressurized. The inner was kinked under the balloon working length at 56cm distal to the strain relief.

Manufacturer narrative:
Evaluation results: deformation problem (longitudinal tear on the balloon). Conclusion: unable to confirm complaint (the device evaluation did not detect any issue with the device that could have contributed to the deflation difficulties). (B)(4).